Event description:
The patient underwent lead replacement surgery. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
It was reported that the patient had low lead impedance on the vns. The patient has been referred for vns revision surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.